Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller reported that since 5-6 days ago, every time they go to charge their implant they are seeing system problem rm03 and they have already reset the controller. Agent walked caller through resetting the controller, the pt then saw memory problem screen. The pt was able to update date/time. Agent asked - pt stated no damaged to the recharger but, the recharger might get a little warm. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.